Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that a few days ago the patient had a bad fall and since then when they tried to increase stimulation, the controller was showing "settings not available". The patient was redirected to their managing healthcare professional (hcp). Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that patient was not able to increase the intensity of the device and they had a return of back and leg pain. The system was checked on (B)(4) 2020 and impedances showed electrodes 0-7 had an open circuit. An x-ray was ordered which didn't show anything conclusive to explain the issue. The device was reprogrammed using the 8-15 electrodes and the patient was sent home with two hd programs. The patient reported the device was working well and she had no back or leg pain. The issue was said to be resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that circumstances that led to the ¿settings not available¿ message was the left side of leads were broken as well as half of the middle. The patient stated that another program was used and the issue was resolved. The patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead was broken, fractured, or damaged. System wasn¿t working properly. Cause was known: patient reported falling several years ago. Replacement of system was done by the healthcare provider (hcp). Issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c165; serial# (B)(6); implanted: (B)(6) 2018; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that lead was discarded.